Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a post implant check. The patient reported feeling uncomfortable. Device interrogation revealed that the lead was not capturing and there was a sensing issue. X-rays revealed that the right ventricular lead had dislodged. The patient was taken in for lead revision. A lead helix anomaly prevented the physician to reuse the lead. The lead was explanted and replaced. Patient was recovering post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.